Event description:
Initial results for a patient tsh was 0.09 uiu/ml. When repeated, the result was 7.00 uiu/ml. No adverse events were reported in association with the incorrect result. The field service representative found the sample probe was out of adjustment and repaired the instrument.